Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no defect was found. No activity related to the complaint observed in the black box or download history. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. Pump powered on normally and was exercised for 24 hours, no overheating or alarms duplicated. Pump electrical current draws were found within specification. Pump cover removed no evidence of internal moisture found. No defects found to power flex, battery connections.